Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite valve was occluded. The following information was received by the initial reporter with the following verbatim it was reported by customer that they not twisting on tight enough and leaking as well as not being able to flush or push meds through them.